Event description:
See initial report.

Manufacturer narrative:
H11. Device technical and safety inspection checks passed with positive results and the unit returned to customer's facility in its expected functions. A device service history review has been performed and identified that the unit had no similar events since its manufacturing date. Based on the investigation findings, the root cause of the reported event is a damaged patient bridge likely favored by the environmental conditions in which it works, such as condensation, humidity and high temperatures, or the action of disinfectants used in cleaning procedures, that contribute to wearing of the part. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that patient side of a heater-cooler system 3t device was not warming during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: the device was investigated by hospital service technician. As troubleshooting, the patient bridge was replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.